Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The lot number of the reagent pack used during this event was not provided; therefore, the expiration date and the device manufacturer date of the reagent pack cannot be determined. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse proactively rebuilt the wash pump, rebuilt the wash valve and replaced the mixer belt and pulley assemblies. No specific hardware or system malfunction was identified by the fse, therefore there is insufficient evidence of a hardware or system malfunction. The assignable cause of this event is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining a non-reproducible false positive troponin I (access accutni+3) result generated from the laboratory's access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for a patient sample. On (B)(6) 2016, an elevated access accutni+3 result of 0.07 ng/ml was generated and was reported outside of the laboratory. The result was questioned by the nurse and the sample was reanalyzed on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) with a result of 0.00 ng/ml generated. The sample was repeated on the laboratory's access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) in triplicate; all with 0.00 ng/ml results. There was no report of patient injury or change to patient treatment associated with this event. System parameters including calibrations and quality controls (qcs) were not provided for review. System checks have been recovering within system specifications. The customer did not provide sample handling/processing information such as sample type and centrifugation time/speed. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.